Event description:
It was reported that during an unknown procedure the device would not open. The device only fired one clip prior to locking on the vessel. She was unaware of how the device was removed, but there was no patient consequence. They had no other information. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.